Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were capped when the implantable cardioverter defibrillator (ICD) was removed per patient election. As the subclavian vein remained occluded, the patient developed collateral veins. The capped leads were subsequently removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.